Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The lcd was dark and difficult to see. The lower right corner of the tank cover was also cracked, and found to be leaking. The customer reported product problem was confirmed following visual inspection and testing. The tank cover and faulty pcb were replaced as a result. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer was "leaks water". No adverse effects were reported.